Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc lot number was not provided by customer, followed up with customer. Waiting on information.

Event description:
The clinician reported that four months after the dental implant was placed, in ada site #23 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type iii with experiencing pain and an infection. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc lot number was not provided by customer, followed up with customer. Waiting on information.

Event description:
The clinician reported that four months after the dental implant was placed, in ada site #23 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type iii with experiencing pain and an infection. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.